Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for pain (sacral nerve distribution). It was reported that the patient reported following the programming visit that they were unable to adjust to the therapeutic intensity prescribed. " frozen" when attempting to adjust a /b programs. (Or out of range stimulation intensity). The patient's implant was placed through the s3 foramen, suggesting a portion of the contacts are ventral to the sacral bone, and the more dorsal contacts are close to the dorsal surface of bone. They tested impedances in the clinic follow up visit on (B)(6), and programmed around higher impedance electrodes detected. (On (B)(6) 2026). Patient phone call (end of day on (B)(6) described inability to change settings on 2 of 3 programs; patient phoned clinic and field rep and attempted to call the manufacturer's patient services but got no response. Programs were created to allow options for patient to change stim settings while avoiding high impedance electrodes (in clinic). Over the phone it was suggested to remove battery pack and re-insert. After trying this no difference in their ability to adjust on a, b programs was obtained. The patient was attempting to lower stimulat ion. The issue was not resolved at the time of the report. At a follow-up appointment for scs (spinal cord stimulation) leads that were placed in the sacrum, there were high impedances detected on several contacts. The implanting physician was made aware of this and a program was created to avoid the high impedance contacts. The patient left the clinic visit content with the new settings. Later that evening the patient reported trying to switch back to older programs and the stimulator was frozen, suggesting out of range settings. They were advised to use only the new program. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
G2. Foreign: canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.